Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: aa10, serial (B)(6) ,(B)(4) ; product ID: em200, serial (B)(6) , (B)(4) :product analysis pss unknown:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis for device em200 with serial (B)(6) :evaluation determined that the bur broke and could not be removed. The likely cause of failure could not be determined. Product analysis for aa10 with serial (B)(6) :evaluation could not reproduce the reported malfunction of bur broke and could not be removed. It was noted that the rotation sound was unstable, laser marking and serial number was not good. Date of event notification: 26th feb 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of the bur broke and could not be removed. No patient impact reported. Repair request escalated to product event due to return in less than 90 days from purchase or repair.